Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert occurred before the call. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies using tandem wall adapter and charging cable, after which pump began charging, and no further assistance was required.